Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Investigation results will be provided in the final report.

Event description:
It was reported the elective replacement indicator (eri) message was triggered. The device had the appropriate level of battery voltage to provide therapy. The device was explanted and replaced.

Event description:
It was reported the patient has effective coverage post-operatively.